Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. The reported events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "contracture g IV baker. Implant rupture" and "ipsilateral axillary nodes and infraclavicular node with silicone inside. The mammary parenchyma is of the dispersed fibroglandular type with benign-looking calcifications".

Event description:
Physician reported left side "rupture", "contracture g IV baker", "calcification" confirmed via ultrasound, "silicone gel implants for retropectoral placement, with changes in their morphology and density", "infraclavicular node with silicone inside" and "inframammary folds". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Calcification: not observed on the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported left side "rupture", "contracture g IV baker", "calcification" confirmed via ultrasound, "silicone gel implants for retropectoral placement, with changes in their morphology and density", "infraclavicular node with silicone inside" and "inframammary folds". Device has been explanted and replaced.